Event description:
Pericardial effusion occurred in pt undergoing a procedure to stent the septum to create an atrial septal defect to treat hypertension in left atrium. The first rf application with the nrg transseptal needle was successful but left heart access was lost. The septum was noted by the physician to be very elastic. A second rf application was applied and arterial pressure was observed. Contrast injected indicated puncture site was inadvertently made in the aorta. Pericardial effusion was confirmed on transoesophageal echocardiography. Additional intervention was required to resolve the problem. At the time of reporting, the pt was reported to be doing well and was out of intensive care. The incident is a known adverse event identified in the device instructions for use.

Manufacturer narrative:
The device was not returned to the manufacturer for investigation. Perforation is an inherent risk to this type of procedure.